Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery(sfa). A 2.5mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 4 atmospheres for 3 seconds, it was noticed under fluoroscopy that the contrast media was leaking. Upon checking on the device, it was found out that the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.5 coyote balloon catheter. No patient complications were reported.